Manufacturer narrative:
The vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the sealing issue experienced by the customer. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal the patient¿s tissue very well. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal the patient's tissue very well. The customer contacted intuitive surgical, inc. (Isi) for technical support assistance. The isi technical support engineer (tse) instructed the customer to remove the jumper cable between the icb and erbe generator and then power cycle the erbe generator; however, the surgeon felt that after the surgical staff performed the troubleshooting techniques provided by the tse, that the sealing issue was not better. The tse instructed the customer to install a replacement vessel sealer instrument. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) contacted the customer and confirmed that after the instrument was replaced, the issue was resolved.